Manufacturer narrative:
Physio-control further examined the removed therapy pcb assembly and determined that the cause of the reported issue was a shorted capacitor, designator c14.

Manufacturer narrative:
Physio-control evaluated the device and verified the reported failure. Physio replaced the therapy pcb assembly and observed proper device operation through functional and performance testing. The device was then returned to the customer for use.

Event description:
It was reported that the customer's device no longer powered on. There was no patient use associated with the reported issue.